Event description:
Patient required a second revision surgery on (B)(6) 2019 after the glenosphere dislocated due to the patient falling. The patient's primary surgery was performed on (B)(6) 2018. The patient's first revision surgery was performed on (B)(6) 2019 during which the surgeon replaced both the glenosphere and the humeral cup. This first revision surgery has been previously reported to FDA. For the second revision surgery, the surgeon explanted the 36mm centered glenosphere with screw and the 135/145 36/+3 standard humeral cup and implanted a new 36mm centered glenosphere with screw and a new 135/145 36/+3 standard humeral cup.